Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using manual injections for insulin therapy.